Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ae following procedure and was intubated and placed in ICU to address the issue. The patient recovered and was discharged home.